Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit was a versapulse laser console with the laser settings of 2 joules and 10 hertz. According to the complainant, during the procedure, the laser fiber blew and the connector was noted to be hot. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.